Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> according to the information provided, it was reported that during a foot surgery a gii® quickanchor® plus, single pack broke. The complaint device was received and inspected. Visual inspection confirms that the shaft inserter was broken. In addition, the shaft inserter was remained stuck inside of the quickanchor unable to be disassembled . In another hand, the anchor presented tissue debris. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to excessive force applied and levering during insertion. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:6l77824, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that there was no surgical delay in the surgery. It was reported that the surgery was completed by using another anchor device. It was reported that an alternative product was readily available. It was reported that there were no patient consequences or impact to the user or the patient. It was reported that there were no fragments generated. It was reported that there was no surgical intervention planned.

Manufacturer narrative:
UDI: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a foot surgery on (B)(6) 2020, it was observed that the anchor device broke. There was no delay in the surgical procedure. It was unknown how the procedure was completed successfully. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.